Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating that the device stopped ventilating. The device was put through extensive testing including bench handling, internal inspection, full tce/rcs functionality testing, and stress testing using test accessories without duplicating a device fault condition. The smart pneumatic module assembly was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old female patient, the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.